Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock due to oversensing. Technical services recommended reviewing prior exercise stress test data to better characterize the sensing behavior. If confirmed, programming a higher shock zone at physician discretion may reduce inappropriate sensing. The system remains in service. No additional adverse patient effects were reported.